Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the impella was weaned and explanted. Post deployment of 2 x perclose were tightened and manual pressure was applied. There was noticeable extravasation (oozing), and additional pressure was held for 20 minutes. Manual pressure was not successful in achieving hemostasis after 45 minutes. The patient had calcified extra vascular throughout the vasculature. A 7 mm x 40 balloon was inflated 2×10 minutes. Angiogram was completed and a continued extravasation was noted. A 8 mm x 50 viahban was deployed successfully. Hemostasis was achieved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.